Event description:
It was later report that the impedance was 1600 ohms and steady and that the threshold was slowly rising and is now high. The lead will continue to be monitored and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a slight impedance increase from 1167 to 1435 ohms. The lead remains in use. No patient complications have been reported as a result of this event.